Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to reboot the system. The customer monitored the system for few days and observed no boot problems. The customer decided to call back if they have any further issues.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.